Event description:
It was reported that the patient had seroma around the implantable pulse generator (ipg) site immediately post implant. Symptom of occasional tenderness was noted. The patient had it drained multiples times, however it kept coming back. No immediate course of action at this time other than to continue to watch it and drain as needed.